Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event and patient outcome were not reported. The patient was hospitalized due to peritonitis and was subsequently discharged. The patient was treated with unspecified medications (intraperitoneal, ongoing) for peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.